Event description:
It was reported that during a orif (open reduction internal fixation) of calcareous a kwire was used for skin flaps and to stabilize reduction until plate could be seated. A cannulated screw was also used to hold reduction. The surgeon tried to insert the screw but it would not go all the way. At more than halfway in, the threads that were buried in the bone, would not advance. The surgeon attempted to back it out but only a portion came out. Unsure if screw broke during insertion or removal. Remainder of screw remains implanted. The surgeon utilized additional kwire in place of screw. Complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed. The manufacturing evaluation states that the screw is broken at the shaft just above the threads. Only the head end of the screw was returned for evaluation. Visual examination is consistent with product complaint. The head profile, thread major diameter and thread minor could not be measured because the threaded portion of screw was not available for review. Since all the relevant features could not be checked and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.